Manufacturer narrative:
The investigation for customer product complaint related to picco catheter was performed. There was no patient harm due to issue. It was discovered that the puncture needle connector had cracked when connecting the syringe, causing blood to flow out from the crack. This incident resulted in increased blood loss for the patient during the puncture procedure. The crack can be confirmed in provided picture. No harm to patient was reported. Unfortunately, customer did not send part back for investigation. A relationship between the device and the complaint is therefore considered, in worst case scenario, as likely. Information indicates that upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The cause of the issue could be determined as related to cracked tubing. Based on the information stated above, no additional actions will be taken.

Event description:
It was reported that puncture needle connector had cracked when connecting the syringe, causing blood to flow out from the crack. No harm to patient was reported. The manufacturer's reference #: (B)(4).